Event description:
It was reported that during a coronary stenting treatment procedure a drug eluting stent was implanted instead of a bare metal stent. The physician called out for a liberte stent and implanted the device in the circumflex (cx). After the completion of the procedure, the physician realized that he was handed a taxus liberte drug eluting stent (des) instead of a liberte bare metal stent. The case was successful with no patient complications reported. The patient's current condition is listed as "great". Plavix was administered at the end of the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.